Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had concerns about traveling through airport security because they used a horse shoe shaped device over her implantable neurostimulator (ins) and when they start moving it she felt the "thing in my vagina" and the patient told them to stop and that was a problem. This occurred in (B)(6) 2012, on the day of implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.